Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a transmitter not found error occurred on the dexcom system. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of a pairing failure mid-session could not be confirmed. A root cause could not be determined via data.

Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Previously, data was provided for evaluation with no errors observed. The reported event of a pairing failure mid-session could not be confirmed. The root cause could not be determined.